Event description:
It was reported around the time of a coronary artery drug eluting stenting treatment procedure decreased platelets were noticed. The pt had an unk sized taxus express2 drug eluting stent implanted to treat an unk lesion. The pt had been taking panaldine for 2 years. Prior to the implantation of the taxus express2 des, it was confirmed that the pt had experienced a decrease in platelets. The pt's platelets had been reduced to "10,000 /ul" on unspecified lab results. The confirmation date was "near" the date of implant of the taxus express2 des. The physician considered the relationship of the decreased platelets to the taxus express2 des possible. The pt has discontinued taking panaldine and started taking pletal. The pt's current condition is considered "nonsevere". Add'l info was requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.